Event description:
See initial report.

Manufacturer narrative:
Based on the review of the complaints on this device, no similar event has been identified, therefore it is reasonable that the reported issue was temporary and any hardware malfunction of the unit can be ruled out. In addition, no complaints have been identified from the batch analysis (mfg date: 2022) and consequently a manufacturing problem can be excluded. It is reasonable that the issue is not device-related. Most likely, the issue was due to the hospital gas supply. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a s5 gas blender system had an issue related to inaccurate values readings. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Functional verification testing was performed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.